Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided the difficult or delayed positioning associated with the leaflet capture is related to patient conditions and due to restricted posterior leaflet, dilated ventricle and left atrium and redundant anterior leaflet. Image resolution poor was related to patient and procedural conditions as difficulty with imaging was reported due to patient anatomy. Unspecified tissue injury and foreign body in patient appears to be due to the procedural conditions associated with difficult or delayed positioning. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report foreign body in patient and tissue damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ with a restricted posterior leaflet, dilated ventricle and left atrium, and a redundant anterior leaflet. The first clip was implanted a2/p2 with no reported issue. A second clip was positioned. After removal of the lock line, the clip detached from the anterior leaflet. At this point, the only option was to deploy the clip on one leaflet. Tissue damage was observed. It was noted that imaging was difficult due to anatomy. Final mr was grade 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.